Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the preloaded intraocular lens (iol) had been implanted, its trailing haptic had adhered to the optic for five minutes. Account indicated that the haptic was separated by inserting a hook between the haptic and optic five minutes later. The iol itself was successfully implanted and the operation was completed. There was no patient injury reported. The iol remains implanted. No further details were provided. This is report 1 of 2 as the issue occurred with two units. A separate report is being submitted for the other iol serial number involved.